Manufacturer narrative:
The device was not returned for evaluation. However, a photo of an x-ray was provided; there were no device problems found during review. There are no records available for the provided part/lot number combination, therefore the manufacturing records were unable to reviewed. The labeling was reviewed and was found to contain warnings and precautions associated with implant fatigue, fracture, nonunions, and patient noncompliance until bony fusion has occurred. It is possible that the patient's condition (smoking) may have contributed to the nonunion as smoking reduces bony healing and formation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address pseudoarthrosis at level c4-5 and two broken screws at level c4. The construct consisting of one plate, six screws, and a graft were removed and replaced with an alternative plate, six screws, and one graft. The screw fragments within the bone at c4 were not able to be removed and remain in the patient. The fragments did not impair the installation of the new screws at that level. Additionally, two cages were added to the posterior facet joints at c4-5. This is report four of seven for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00643 - 3012447612-2017-00649.

Event description:
It was reported that a revision surgery was performed to address pseudoarthrosis. The construct consisting of one plate and six screws were removed and replaced with an alternative plate and six screws. This is report four of seven for this event.